Event description:
It was reported that during intracranial stenosis procedure, the subject guidewire was passing through the stent and the physician noticed that it had broken, with the distal fragment remaining in the patient's blood vessel. The physician then tried to entangle the broken subject guidewire part with another guidewire and finally successfully retrieved the fractured segment. Afterward, the physician continued with super-selective catheterization to position the microcatheter at the site of the distal embolism, administered pharmacological thrombolysis, concluded the procedure successfully. Surgical delay of 300 minutes was observed. No further information is available.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added d4 gtin - added c2 / d10 concomitant products grid - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated h3 device evaluated by mfg ¿updated there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that subject guidewire fractured end was returned with another device. The distal end fragment was inspected and was fractured at 9cm from the distal tip dome along the nitinol tubing with the core and platinum wire exposed. The core wire was seen through the distal tip dome. Functional inspection was not required as event was visually confirmed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'nv ¿ guidewire distal tip broken/fractured during use' was confirmed during the analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was severely tortuous. The guidewire fractured section (9cm) was returned confirming that the guidewire had been fractured. Based on the device analysis and a review of all available information, it is probable that the guidewire was fractured as a result of navigation through the patient's anatomy, it is unknown if there was any resistance experienced and if the device was torqued or force applied to overcome any resistance. An assignable cause of procedural factors will be assigned to the reported and analyzed event guidewire distal tip broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during intracranial stenosis procedure, the subject guidewire was passing through the stent and the physician noticed that it had broken, with the distal fragment remaining in the patient's blood vessel. The physician then tried to entangle the broken subject guidewire part with another guidewire and finally successfully retrieved the fractured segment. Afterward, the physician continued with super-selective catheterization to position the microcatheter at the site of the distal embolism, administered pharmacological thrombolysis, concluded the procedure successfully. Surgical delay of 300 minutes was observed. No further information is available.